Manufacturer narrative:
A ge rep evaluated the system and replaced the broken handle bolts. System operates as intended.

Event description:
Customer reported broken handle bolts. No pt injury was reported.